Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. Upon receipt the performance of the lead was scrutinized including a visual and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the observed low sensing values. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Damages like the deformed rv shock coil and the bend fixation helix most likely occurred during the extraction procedure due to tensile stress. The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, there was no indication of a device malfunction. Analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to low sensing values approx. 30 months after the implantation.